Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had black and white lines on the screen. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen had small scratches on it. Customer stated the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with an illegible gray display with vertical multi-color lines in the left half of the lcd screen. After further review, the circuitry located on both sides of the lcd controller is cracked. Unable to perform displacement and self tests due to the gray display. Device was received with minor scratches on the lcd window; the user is able to read and navigate the menus. Inserted a test p-cap into the retainer ring, and it locked in place properly.